Event description:
Insulin drip was set on triple pump c at 1 ml/hr. Volume set to 100 mls. 1 1/2 hours later blood sugar was 45 and noted entire 1000ml bag infused. Settings remained unchanged. Physician, charge nurse and mgr informed. Biomed called and removed pump for evaluation.